Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 48 mg/dl. The low blood glucose readings were treated with food. The customer states that they were sleeping prior to the event. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.